Event description:
The customer reported that a single patient sample processed on a vitros eciq system was associated with the incorrect patient demographics and requested assays. No erroneous results were reported out of the laboratory. There were no reports of patient harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event determined that the vitros eciq was operating as intended. The customer re-uses sample ID numbers. The customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The customer was not aware of ocd technical bulletin ce07-188 pertaining to the re-use of sample ids. Ocd sent the customer the technical bulletin. The root cause of this event is user error.